Event description:
It was reported that pump displayed malfunction alarm but no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided to reset pump, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if issue returned, which customer understood.